Event description:
In 2007, I had sculptra injected into my cheeks, the sides of eyes and the area under my cheeks. The skin around my eyes became infected and "raw". It did not heal for several months. I was told to massage all the areas that are injected so lumps do not form, and I did this. In spite of the massaging I have hard lumps under the skin. In the area where the sculptra was actually injected are "pits" similar to acne scars. I have been reading so many blogs about people having similar experiences with this product. I look very unnatural when I move my face because of the hard lumps. I am writing to this site to ask for clearer warnings about this product to the pt.